Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter in the nozzle was found to be a black-colored rubbery material that likely accumulated during reprocessing, the material could not otherwise be identified. A definitive root cause of the issue could not be determined, as the facility device reprocessing was confirmed to have been implemented in accordance with the IFU and no device deformation was observed that might contribute to the retention of foreign material, however, the issue was likely the result of improper cleaning/reprocessing by the user. The event can be detected by following the instructions for use section below: -inspection of the endoscopic system olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope was clogged. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the nozzle was clogged by a black rubbery material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
During device evaluation, the customer¿s allegations were confirmed. Additionally, the black rubbery material found most likely accumulated during reprocessing and was causing the reported clog. Additional findings include the following: the bending section cover glue was separated and discolored; the charged coupled device lens was slightly chipped; the blue paint around the air/water cylinder was slightly missing the red pain around the suction cylinder was slightly missing; there were slight signs of corrosion on the connector; rust was visible on the light guide cover class; the insulation distal end value resistance was out of specification due to damages of the camera cover; and the air leak inspection did not show any water leakages. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.